Event description:
Ous MDR - a hematoma was found in the implantation area causing pain in the left shoulder, implantation site and the left arm. There were no characteristics of angina pectoris pain and no dyspnea.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. Therefore the quality documents associated with the MFR of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc. Were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the hematoma was not device related.